Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the epi-sense device was not reported or able to be subsequently ascertained.

Event description:
It was reported 17-sep-2020, that on (B)(6) 2020 a patient underwent a staged convergent procedure with left atrial appendage management (laam) through sub-xiphoid access. During procedure, the surgeon completed left sided and right sided ablations with epi-sense device followed by laa with atriclip placement. The procedure was completed without complications. Post-procedure on (B)(6) 2020, while patient was in recovery, it was noted patient had sinus bradycardia. The patient was implanted with a dual chamber pacemaker implant and is doing well. This was a procedural complication. There was no reported device malfunction.